Event description:
It was reported that pump screen remained dark and would not turn on despite customer attempts to wake display and repeated button presses. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from support, tried removing pump from case, pressing button with support, and charging pump with known working equipment, but display still did not turn on, so pump was scheduled for replacement, customer planned to use multiple daily injections as backup therapy, received instructions on storage mode, programming settings, and reconnecting continuous glucose monitor to replacement pump, and was instructed to return problematic pump using provided label.